Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 300 mg/dl while wearing the pod longer than 48 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site; upon removal, the cannula also appeared bent.

Manufacturer narrative:
The returned device was evaluated and the inspection of the device found no issues capable of preventing the proper insertion of the cannula. The cause of this event could not be determined. No bends nor kinks were observed to the soft cannula.